Event description:
It was reported that the patient's unit had an error message and made a loud noise. As a result, the unit was not producing enough oxygen and caused the patient to panic. The patient had to stay and do breathing exercises for several hours to calm down as they did not have any backup sources with them. There were no other interventions at the time. The patient has received the replacement unit and it is working.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 29-apr-2026. The unit came in for service needed. The complaint confirmed. The data shows multiple 02 delivery errors that are caused by feed waste, probably dropped units. Column sieve life (0) that caused by zeolite contaminated too much absorbed moisture. Lower housing broken possibly dropped unit.